Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on 24 june 2015: lot 111748: (B)(4) items manufactured and released on 14 dec 2011. No anomalies found related to the problem. To date, (B)(4) items of the lot have been sold without any similar reported issue. On 15 june 2015 it was reported that: for that case, the surgeon had to perform a 2 levels transforaminal case. For the 1st level, he managed to insert the cage but couldn't do it in a satisfactory manner. After partial insertion, the pressure on the cage made it not possible to be moved or rotated anymore. The surgeon decided to left the cage in place but was not totally satisfied with its final position. For the 2nd level, he decided to use a cage of a competitor.

Manufacturer narrative:
On 01 september 2015 it was prepared a final report with the information already submitted in the initial report. On the same day the report was sent to the initial reporter and the case was closed.